Event description:
A death certificate was received indicating that the cause of death was bacterial pneumonia that the patient had acquired 2 weeks prior to death. The patient was under hospice care at the time of death and the patient also had a medical history of rectal cancer.

Event description:
It was reported to a manufacturer's representative that the patient passed away on (B)(6) 2010. It was indicated that the patient was admitted to the hospital on her date of death. However, the office had no additional information. A sudep evaluation was performed and indicated that the patient's death was not sudep. A patient obituary was located which indicated that the patient had been in hospice care prior to her death. Follow up with the funeral home revealed that the vns lead and generator were not explanted at the time of death, so they will not be returned. Attempts for additional information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was "malignant neoplasm of rectum, bacterial pneumonia, unspecified."